Event description:
It was reported that during a clinic visit high impedance was observed. Diagnostics were within the acceptable limits during the previous office visit. It was noted that the patient was not experiencing a change in seizure frequency therefore the physician was unsure if to refer the patient for surgery. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received and analysis was completed. The generator performed to functional specifications. The internal data of the generator was reviewed and it was found that the last >25% change in impedance occurred several weeks prior to the high impedance report. The explanted lead has not been received to date.

Event description:
The patient underwent vns lead and generator replacement surgery due to the high impedance. It was reported that at the beginning of the surgery the lead pin was reinserted into the generator however the high impedance did not resolve. Therefore both the lead and generator were replaced. The explanted lead and generator have not been received to date.